Manufacturer narrative:
The thermogard ivtm console (sn: (B)(4)) was evaluated by zoll service at the customer site. The reported complaint of thermogard xp ivtm system (sn: (B)(4)) displayed mid:09 (air trap assembly) error message was confirmed during the event log review. The root cause for the reported complaint was determined to be corroded air trap block assembly due to overflow of fluid into the air trap chamber. The spilled saline corroded the air trap sensor boards. No physical damage was observed on the thermogard xp ivtm system during visual inspection. Event log data review was performed and revealed multiple mid:09 (air trap assembly) error messages to have occurred on the reported event date; thus, confirming the reported complaint. Following service, including the replacement of the air trap block assembly, the thermogard console passed all tests with no issues and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number tgxp11286.

Event description:
During self-test, the thermogard xp ivtm system (sn: (B)(4)) displayed mid:09 (air trap assembly) error message. Another ivtm system was used for patient treatment. No patient involvement.